Manufacturer narrative:
According to the received information, the case seems to be the formation of an absecss following a skin infection of the injection site. This adverse event can happen following an injection with an improper technique, inducing a lack of asepsy of the injection environment. External factors, such as the use of makeup immediately after the injection, can also increase the risk of skin infection. This type of adverse event is also well known and described in literature, and is mentioned in our instruction for use. See below for literature data. Following the registration of the complaint, the injector has been forwarded to a medical expert for monitoring and treatment advices. According to the last received information, antibiotics treatment are still ongoing but the symptoms are almost completely resolved. Bibliography: - de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14 - signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e - kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
The reported adverse event happened outside of the us, in (B)(6). According to the received information, between 4 and 14 months after the injections of teosyal products (including teosyal rha 4) in the cheekbones area, the patient presented with a localized skin infection on the left cheekbones area. The patient complained about swelling on the left cheek area, tenderness and heat sensation, itching. She has seen emergency doctor who prescribed 500mg clarythromycin (as patient had severe swelling on the cheek), for 5 days. Injector saw the patient on (B)(6)2020, with a slight swelling of the left cheek, painful to touch, hard diffused swelling, no fluctuant. Patient reported it has improved since she started antibiotics. Feels hot to touch and red. Feels itchy.